Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay and there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that the 4194 left ventricular lead became dislodged during device removal and it was difficult to position and fixate it. The lead was removed. Two other leads were attempted, but not implanted due to the patient's anatomy. It was further reported that subsequently, the patient developed spasm and occlusion of the subclavian vessel. A new left ventricular lead was implanted two weeks later. It was also reported the device was removed and replaced due to premature battery depletion with elective replacement indicated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay and there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the device was returned, analyzed, and normal battery depletion was found.

Event description:
It was reported that the 4194 left ventricular lead became dislodged during device removal and it was difficult to position and fixate it. The lead was removed. Two other leads were attempted, but not implanted due to the patient's anatomy. It was further reported that subsequently, the patient developed spasm and occlusion of the subclavian vessel. A new left ventricular lead was implanted two weeks later. No patient complications have been reported as a result of this event.